Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for lead integrity. A few days later another alert was triggered for oversensing indicated as short v-v intervals and noise as well as out of range impedance. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.